Event description:
As reported by the user facility through medwatch # (B)(4): "the patient was receiving a chemotherapy infusion when the parent noted leaking. The rn assessed the tubing and noted leaking was present around the hub site. The chemotherapy was stopped, the tubing was replaced, and the infusion restarted."

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If the physical sample is received or if additional pertinent information becomes available, a follow-up report will be filed.